Event description:
The customer reported that the computer hard drive on the css console made noise and reportedly stopped working while being used to support a pt. The computer assembly from the backup console was used as a replacement. There was no pt impact. This alleged product malfunction poses no risk to the pt because it does not negate the ability of the console to continue to perform its life-sustaining functions. In addition, the computer does not control the functionality of the console and is a monitoring device only. The computer assembly will be returned to syncardia for evaluation.